Event description:
Doctor informed us that lead dropout was suspected, during check one week later. Slight threshold escalation was confirmed, but there was no noise. And it was confirmed, that pacing system operated normally. According to x-ray picture, dropout was recognized, and the physician decided repositioning. And it was performed. There was no problem in data after repositioning. The above lead was epicardium lead manufactured by medtronic. Analysis was not requested. The physician commented that this dropout was caused by physician's procedure. Hospital: (B)(6) implant date: (B)(6) 2016. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).